Event description:
On 11/29/1999, the MFR received medwatch report #450054-1999-0006 from the facility that states the following: line fractured, parting at the collar of the device where the line inserts into the device. The report also states that the device is available for evaluation. No furhter details were provided. On 11/29/1999, the MFR's rep was informed by the facility's safety coordinator that the device is available for evaluation; however, she would have to wait until risk management consented to return it. She would contact the MFR's rep as soon as she hears. No further details were provided at this time.